Event description:
The lab obtained an initial urinary csf protein result of 21 mg/dl for a pt sample. When they reran the same sample, the result was 7 mg/dl. A field service representative investigated the issue and found contamination in the reagent syringes. He repaired the instrument by decontaminating the reagent lines and replacing the syringe seals.